Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-03423, 0002648920-2018-00509, 0001822565-2018-03431. Concomitant medical products: articular surface prolong highly crosslinked polyethylene cat: 00596205014 lot: 62873098 nexgen lps flex femoral cat: 00596001752 lot: 61192778. Customer has indicated that the product will not be returned [add reason, as applicable] to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent a manipulation under anesthesia due to limited range of motion.

Manufacturer narrative:
Upon receipt of additional information it has been determined that the reported device did not cause or contribute to the event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.